Event description:
Customer reported a significant drop of 60% in the indicated battery charge of a device within a short period. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to unplug the pump until the battery reached 1%, then re-plug it into a power source with known working charging supplies. The customer acknowledged the instructions and declined follow-up.